Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, pump support was withdrawn and the patient expired. Additional information regarding the event was requested; however, none has been provided.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR# 2916596-2014-02337. No thrombus was found during the returned device evaluation. Approximate age of device: 6 months. The pump was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
Corrected information. The pump was returned to the manufacturer for evaluation. Upon disassembly of the returned pump, examination of distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and inlet bearing ball. The thrombus rings appeared to have formed in laminated layers, which is an indication that they developed over an undetermined amount of time while the pump was operating. Examination of the remaining blood contacting surfaces revealed depositions of tissue and blood in the lumens of the inlet tube, knitted inflow graft, inlet elbow, outflow graft, and outflow elbow. Examination of the pump blood-contacting surfaces revealed depositions of denatured blood in the distal-side of the inlet stator, throughout the blood tube and rotor, and into the proximal-side of the outlet stator. The denatured blood was surrounding the thrombus formations found on the inlet bearing ball and inlet bearing cup. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. The pump bearings, rotor, and blood contacting surfaces were examined under a microscope, and no abnormalities were found. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.